Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer continued on current pump, will revert to an alternate method of insulin therapy if needed.